Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Postoperative diagnosis: patient underwent primary tka in 2010 which is outside the scope of our project. Patient underwent I&d washout and liner exchange (B)(6) 2013. Attempt at keeping implants failed and all components were removed in a revision for infection (B)(6) 2013. Only liner exchange is captured here as we don't have access to the 2010 implant records.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Postopertive diagnosis: patient underwent primary tka in 2010 which is outside the scope of our project. Patient underwent I&d washout and liner exchange (B)(6) 2013. Attempt at keeping implants failed and all components were removed in a revision for infection (B)(6) 2013. Only liner exchange is captured here as we don't have access to the 2010 implant records.